Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject product worked normally during inspection, and no abnormality was observed. Thus, we could not identify the cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information was supplied by the customer. The problem occurred during preparation for use, and the intended procedure was completed successfully with no delay.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the facility's biomedical engineer (biomed) reported that the visera elite video system center did not display an image. The original no display issue was found by the user at the facility; however, biomed was unable to duplicate the reported issue. The biomed stated that the user will sometimes slam the camera into the subject device's socket. Tac suggested being careful when inserting scopes; also, information concerning scope switch assignment was requested. There is no keyboard with this system. Tac emailed the instruction manual to the biomed department for a question concerning how to view and set up scope switches. The issue was not found by the biomed, and the scope connection appeared to be secure. It appeared that there was a problem originally related to the scope connection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.